Event description:
On (B)(6)2010, underwent pars plana vitrectomy with membrane stripping with panretinal laser demarcation, superficial keratectomy and gas-fluid exchange left eye. The procedure required use of an mvr blade. During removal of the mvr blade, the tip of blade was noted to be fractured and a small fragment of the tip remained intraocular. In spite of multiple attempts and techniques to identify and/or retrieve the (stainless steel) fragment, it remained embedded in the eyewall. Post-op patient was discharged home without complications. Patient is scheduled for a follow-up CT of left eye on (B)(6)2010.